Event description:
It was reported that "6 of staples jamming. 10 of staples split apart. 3 of continuous staples at once release". No patient involvement.

Manufacturer narrative:
(B)(4). The customer returned one unit of 528135 visistat 35r 6/box for investigation. Visual examination of the returned sample revealed that the staples appeared severely misaligned. The stapler was returned with approximately 19 staples remaining in the cover block, indicating the customer fired at least 16 staples. The staples were not removed from the cover block and due to the misalignment of the staples, the number of staples remaining in the cover block could not be accurately counted. The trigger was returned engaged. Clear evidence of use in the form of biological material was present on the device. Proper functional inspection could not be performed due to the severe staple misalignment. Extensive damage to the front of the cover block was observed on the sample. The device was disassembled, and it was observed that the saddle spring component was disconnected from the pusher component, allowing the staples to become misaligned. The saddle spring was disconnected on one side of the cover block. The source of the saddle spring disconnect ion could not be conclusively determined. Die casting anomalies were discovered on the forming tool of the returned sample. No other defects or anomalies were observed. The probable root cause of the saddle spring disconnection could not be conclusively tied to ma nufacturing due to the severe damage to the cover block. The saddle spring disconnection could have potentially occurred when the sample was damaged. Closing" was confirmed based upon the sample received. Visual examination revealed that the sample was returned with its staples severely misaligned. Proper functional inspection could not be performed due to the severe staple misalignment. Extensive damage to the front of the cover block was observed on the sample. The stapler was disassembled, and it was observed that the saddle spring was disconnected from the pusher. The tecate manufacturing site was consulted regarding this complaint. Per manufacturing site feedback, it is possible that the observed damage to the device resulted during transport, or as a result of the device being misused or impacted during handling. The probable root cause of the saddle spring disconnection could not be conclusively tied to manufacturing due to the severe damage to the cover block. The saddle spring disconnection could have potentially occurred when the sample was damaged. The 528135-product line is 100% tested at the end of the assembly line. Indicating the cover block was not damaged and the saddle spring was not disconnected when functionally tested at the manufacturing site, otherwise the stapler would have failed to fire. DHR review could not be conducted since the lot number was not provided by the customer. Teleflex will continue to monitor and trend on complaints of this nature. Other remarks: n/a. Corrected data: n/a.

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review could not be performed as no lot number was reported. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. Other remarks: n/a. Corrected data: n/a.

Event description:
It was reported that "6 of staples jamming. 10 of staples split apart. 3 of continuous staples at once release". No patient involvement.